Event description:
Boston scientific has become aware of the following event: when removing the device from its dispenser coil, resistance was met and unable to pull out. The physician removed the device with high force, and he noticed that the tip of the device was separated and the shaft was stretched.

Manufacturer narrative:
The technical evaluation will be performed when the device is returned to manufacturer. The results of the evaluation will be provided in the supplemental report.